Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found that the issue could not be confirmed in system log review. Functional testing showed that the unit powered on normally and successfully performed cauterization across all ports and instruments without any issues. The erbe log recorded error c-00. Visual inspection revealed that the unit had scratches on the cover. The complaint was not confirmed based on failure analysis. The probable root cause of the error u-02 is attributed to lose cable connection on the syscheckmaster or faulty cable on the syscheckmaster.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, that the customer contacted the technical service engineer (tse) during surgical set up regarding u 02 error appearing on the erbe. The customer stated that, prior to contacting tse, they had already rebooted the erbe and the error reappeared after power up. Tse then recommended performing a hard reboot by disconnecting the power cord from the back of the erbe. The customer attempted this hard reboot, but the u 02 error persisted. Tse next recommended trying another hard reboot, or alternatively swapping to another da vinci system or using an alternate external generator. The customer stated they would attempt to obtain and use a different da vinci system. The procedure was aborted to another dv system with no reported injury.